Event description:
The micrusphere 10 cerecyte microcoil 2.5 mm x 3.3 cm (csp10025030/c20767) was not deployed out from the coil sheath, but the analysis found the coil stretched. There were no damages noted on the coil after use. The target vessel was lt. Ica.

Manufacturer narrative:
Very limited information was received. The unidentified microcatheter and rhv were not returned. As viewed though the returned packaging, the coil was unsheathed and the core wire was bent at approximately 90 degrees. It should be noted that the coil was received completely outside the distal tip of the introducer sheath. The proximal end of the coil has been stretched. The coil¿s socket ring has been pushed down inside the outer sheath (angle ring section).the distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the extended edge has been damaged. The locking mechanism has resheathing tool, compression and stretching damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received, and the reported event of inability to advance out of the introducer was confirmed. Additionally, the coil was found stretched. The most likely contributing factor to the coil difficulty in being deployed out of the sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a portion of the damage to the coil and prevented the coil from being deployed outside the introducer sheath. No further information was provided regarding the damages. However, this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is complaint (B)(4).